Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device intermittently displays motor fault alarms. The customer performed troubleshooting and determined the most likely cause of the reported event is the power supply and harness assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed. The mosfet q210 has failed and is shorting current resulting in a malfunction of the overcurrent protection circuit. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect base assembly for investigation. An investigation was performed and the reported event was unable to be duplicated. The leak test was performed and passed.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect harness assembly for investigation. An investigation of the component could not be duplicated. The unit would ventilate without any issues and no alarm conditions reported.